Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 111 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 58 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis. The customer was advised sensor glucose readings will rarely match blood glucose meter readings because of how glucose travels through the body. The customer was advised larger differences should be expected after meals, insulin bolus, or when rise or fall arrows are present on the pump screen. The customer was advised the higher the blood glucose value, the greater the potential for a difference between sensor glucose and blood glucose. The sensor will not returned for analysis.